Event description:
It was reported by service report that the brake was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: rubber tip.